Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit with multiple components. The spring wire guide will be examined as part of this complaint I nvestigation. Visual examination revealed signs-of-use on the underside of the lidstock and in the tray; however, no signs-of-use were observed on the guide wire. No kinks or other deformities were observed on the guide wire body. The total length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was passed through the distal end of the returned catheter. No resistance or blockages were observed. A manual tug test revealed that the distal and proximal welds on the guide wire were secure to the assembly. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The IFU also informs the user, "in this circumstance, pulling back on the spring-wire guide may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The report of a "swg kinked in package" could not be confirmed from the returned sample. No kinks or deformities were observed on the guide wire. The guide wire met all relevant dimensional and functional tests and a device history record review did not reveal any relevant findings. Based on the sample received, no problem was found with the returned guide wire. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.